Event description:
What: faulty equipment. Monarch scope bent upon removing from packaging. Pulled 2nd scope for use which had much more of the normal curvature than the ref mbr-000211-b. Sn [redacted]. Expiration 2026-07-15. Why: why: defective disposable monarch scope. How: monarch has been having production issues with the disposable monarch scopes. This is the fourth identified incident. Safety net has been completed and med-sun paperwork will be completed for this incident. Outcome: [redacted], the patient, successfully had a monarch procedure performed with no issues. Note: [redacted], endoscopy manager, has requested a full monarch scope product exchange with [redacted], monarch representative. [Redacted], endoscopy manager, has scheduled a meeting on [redacted] with [redacted], monarch representative and [redacted] leadership including [redacted], [redacted], [redacted], and [redacted] to address the production issues and any other concerns related to monarch equipment. [Redacted], endoscopy manager, will schedule a second meeting to address the CT slice issues that have resulted in multiple monarch procedure cancellations. This was supposed to occur on [redacted], but the monarch team representatives that address CT imaging and uploads are not available on [redacted] per [redacted], monarch representative.